Event description:
It was reported that the pt underwent surgery for posterior fixation at l3-4 with dynamic rods. Sometime post-op, x-rays revealed a rod cable breakage. The pt underwent a revision in 2008 to remove the construct.

Manufacturer narrative:
The devices were returned to medtronic for evaluation. Visual examination confirmed each rod had failures of the cables that occurred at each rod flange. A review of the device history records found no documentation to indicate a non-conformance to specification.